Event description:
It was reported that the customer had a infusion set cannula bent on insulin pump. The customer's blood glucose level was 400 mg/dl. The customer was advised to change infusion set. The troubleshooting for bent cannula was completed and adpressed the no delivery alarm. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.